Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm and air in line was not confirmed. A cause of the alarm and air was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for low drain volume alarms is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting of low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed that there was air in the line. The technical service representative (tsr) assisted the hp with troubleshooting and bypassing the initial drain. The hp stated the hc went to fill 1 of 4. The tsr reviewed the fill volume and it was increasing. The tsr explained the hc would continue therapy. There was patient involvement, but no injury or medical intervention was reported. During a follow up with the nurse regarding the air in line, it was revealed that the hp had not reported the event to them; however, she added that the hp was seen (B)(6) 2011 and is doing and continuing therapy. Per nurse, hp did not report any defects on the supplies. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.